Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. According to the patient, (B)(6) 2025, they developed itching, a rash, redness, and swelling under the dexcom sensor patch and the rash spread to her neck, arms, and stomach area. There is no report of severe symptoms of anaphylaxis. During the same month, the patient consulted her primary care physician (pcp) and reported the reaction. She was prescribed a topical cream (unknown), which she applied once daily at night until last week (unspecified date) when she consulted her dermatologist for further evaluation. The dermatologist explained that once she experiences an allergic reaction, it can spread throughout her body. During this visit, she was prescribed another cream, which she described as a stronger antibiotic cream (unknown, apply once nightly). She was also advised to use iv3000 to prep the skin prior to future sensor insertions. No photo was provided. At the time of the report, the patient continued to experience the rash, but noted no additional testing or treatment was underway for the skin reaction. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.